Event description:
It was reported that a pt received a contigen skin test in 2002 with a negative result. The contigen implant was performed in 2002. Within 24 hours of receiving the implant, the pt developed fever, chills and muscle aches. A few days later, pt became jaundiced. The pt was admitted to the hospital and underwent a cholecystectomy. The gall bladder pathology report was normal. A liver biopsy showed granulomatous hepatitis. The gastroenterologist said that it was unlikely that the hepatitis was related to contigen. After the hepatitis was resolved, the pt rec'd a 2nd contigen implant with spinal anesthesia 3 months later. Within 24 hours, the pt developed fever, aches, chills and abnormal liver function tests. Pt doing better, prognosis good, no permanent damage expected. Doctor states that he believes the hepatitis is related to the contigen implant. Add'l info has been requested but has not been received.